Event description:
It was reported that during an afib ¿ paroxysmal procedure, after ablating with the thermocool sf catheter for 1.5 hours the stockert temperature rose to 40 degrees in stand-by mode, when ablation was attempted a temperature limiter error occurred. The temperature was consistently 40 degrees anywhere the catheter was moved to in the left atrium (la), ensured adequate irrigation. They exchanged map and redel cables (both reprocessed) and the catheter and the issue persisted. They exchanged stockert generators and the pre-ablation temperature was 33 degrees, 29 during ablation. The original stockert was noted to be warm to the touch.

Manufacturer narrative:
After multiple follow-ups to retrieve the catheter, no catheter was returned. Therefore no evaluation was performed. The device history record was reviewed; the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4).